Manufacturer narrative:
(B)(4). Concomitant medical products- femoral component precoat # 00575001705 lot # 63513524, tibial component stemmed # 00598005701 lot # 63302519. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised 20 days post initial surgery due to infection. Attempts have been made and additional information on the reported event is unavailable.